Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak occurred at the beginning of treatment causing the entire extracorporeal circuit to be lost; estimated blood loss is 240cc's. No medical intervention was required. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.